Event description:
Erythema at injection site; induration at injection site; swelling at injection site; report received rom staff member in a physician's office in 2005 and apr 2005, regarding a pt, with a history of previous collagen injections, with no known allergies and no history of autoimmune disease, who received injections of hylaform plus in 2005 to the nasolabial folds. The pt received cosmoderm on the same visit to the perioral lines. The pt pt was on no concomitant medications at the time of treatment. In in the event day, the pt experienced erythema, induration and swelling all at the injection sites. The physician examined the pt on 2 days later and 4 days afterwards, oral doxycycline and oral prednisone were prescribed. At the time of the report, the pt's outcome is unknown.